Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery now alarms occurred after the pump error alarm was cleared. No unexpected replace battery now alarms noted in the long trace and pump history noted. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Pump was received with cracked select button keypad overlay and minor scratches on lcd window.

Event description:
The customer reported via phone call that they experienced replace battery now alarm. The customer's blood glucose value was unknown. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer stated that the battery cap was not loose, cracked or damaged. The product was returned for analysis.